Event description:
Update was received. Per the physician, there was less subcutaneous tissue present due to the weight loss, which contributed to the sutures not holding. In addition, the sutures did not fully rupture, rather opened in certain spots. The patient was discharged from the hospital and is still on antibiotics. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that following a generator replacement, the patient (B)(6) ;s sutures ruptured and the patient was bleeding at the generator site. It was noted that the patient recently has lost a lot of weight and is the reason for the ruptured sutures. Due to the event, the patient had to be admitted to the hospital and was prescribed antibiotics. No other relevant information has been received to date.